Manufacturer narrative:
(B)(4). Information was not provided by the contact. (B)(4). The analysis results found that one ec60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. The reported event could not be confirmed as the knife direction indicator worked as intended. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, the new cartridge could not be inserted into the jaw. The device fired normally before this event. The surgeon checked the device and found the knife indicator was not at the original position. Changed device to complete the procedure. There were no adverse consequences for the patient reported.